Manufacturer narrative:
Medwatch submitted on: 09/08/2015. Device labeling addresses: potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant placement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Anaplastic large cell lymphoma: based on information reported to FDA and found in medical literature, a possible association has been identified between breast implants and the rare development of anaplastic large cell lymphoma (alcl), a type of non-hodgkin¿s lymphoma. Women with breast implants may have a very small but increased risk of developing alcl in the fluid or scar capsule adjacent to the implant. Alcl has been reported globally in patients with an implant history that includes allergan¿s and other manufacturers¿ breast implants. You should consider the possibility of alcl when you have a patient with late onset, persistent peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant. When testing for alcl, collect fresh seroma fluid and representative portions of the capsule, and send for pathology tests to rule out alcl. If your patient is diagnosed with peri-implant alcl, develop an individualized treatment plan in coordination with a multi-disciplinary care team. Because of the small number of cases worldwide, there is no defined consensus treatment regimen for peri-implant alcl.

Event description:
Health professional reported "history l breast size increase. R/o seroma - atypical leukocytes, cd30+ alk-." Treatment reported as "total capsulectomy & explantation." Follow up diagnostic tests received confirmed presence of seroma and alcl. Breast ultrasound states, "375ml of minimally turbid, straw coloured fluid was aspirated." Cytopathology of this fluid reports, "specimen received: l breast "20 ml of clear yellow fluid". Conclusion: rare atypical large cd30+ cells present. "Histopathology report states, " microscopic description: the atypical cells are strongly cd30 membrane expressing" alk-1 are negative." The diagnoses states, "breast implant-associated large cell lymphoma."